Manufacturer narrative:
MFR's investigation is ongoing and add'l info has been requested. A f/u report may be submitted.

Event description:
It was reported by svc report that the brakes were not holding. No pt involvement or adverse consequences were reported.